Event description:
It was alleged that during use/initial set-up on a pt an overinfusion occurred. It was noted that the rate was 3.5cc/hr however the pump was programmed at 305cc/hr. There was no resultant pt consequence.